Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. No issues were found with the ECG output. The fse later completed a preventive maintenance (pm) with calibration, safety, and functionality checks to factory specifications. The iabp was returned to the customer for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) reads lead fault. It was working well and then changed. Customers have changed ECG patches and tried multiple leads on the pump without resolve. They added a bit of doppler gel to each ECG patch and moved them closer to the chest before placing it on the patient. Again also tried semi auto, and changing leads. The pump was switched out and the ECG worked. The patient is stable and there was no harm reported.